Manufacturer narrative:
This information is based entirely on journal literature. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The gender of the baseline characteristics is male and the baseline age is six (6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿precipitous exit block with epicardial steroid-eluting leads.¿ pace. December 1997. Vol. 20: p2954-2957.

Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there were patients who had exit block occur; with one patient had ¿worsening congestive heart failure.¿ the article also reported lead fractures, low thresholds, rising thresholds, a loss of capture. The status of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.